Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump delivered insulin overnight without him programming it to delivery. The customer stated that he was hospitalized with a blood glucose reading of 47 mg/dl due to the delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.